Event description:
A malfunction alarm identified as malf 12 occurred due to a momentary power loss to the vibrator motor. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. The customer was informed that they could continue using the pump and advised to contact support again if any issues reoccurred.